Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported on (B)(6) 2019 that the patient developed an infection. It was indicated that this was due to patient condition, and was not related to the device. Medical intervention was initiated, and the device remains in service.